Event description:
A us distributor returned a monitor and reported monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca, which caused the f600 to become open. After incoming evaluation liquid contamination was found on j101 on the ca board. The root cause for the defective u604 and open f600 components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.